Manufacturer narrative:
Investigation results were made available. Correction: b4, g4, g7, h2, h6, h10 device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified:pain, allergic reaction, elevated metal ions, fluid, armd. Review of event description: it was reported that a patient was implanted with a mmc cup - metasul ldh combination and underwent a revision surgery 5 years post implantation due to pain, armd, elevated metal ions and fluid collection. In the revsion surgery the metasul ldh was explanted only, the mmc cup was well oriented and macroscopically not scratched. Review of received data: - surgical report of implantation, dated may 3, 2010 preoperative diagnosis: left hip arteriovenus malformation, left hip degenerative joint disease. Postoperative diagnosis: same. Patient history: patient having failed cord decompression. He has significant pain. Procedure: the templated appropriate femoral neck cut was then made. The acetabulum was exposed and was sequentially reamed up to 53mm then a 53mm mmc zimmer cup was impacted. Final head was impacted into place which was found to be stable. No complications were noted. Surgical report of revision, dated june 24, 2015 preoperative diagnosis: left hip bearing failure due to metal reaction. Procedure: revision to new articular surface. Indication for procedure: pain with mom thr description of procedure states: the femroal component was solid and appropriately verted. The head was removed without incident. It was evident that there was inflammatory fluid and a membranous lining suggestive of metal reaction. The acetabulum was checked. It was appropriately oriented and verted and was not macroscopially scratched. It was stable and it was decided to left in place. No x-rays were received for review. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown. Root cause analysis: root cause determination using dfmea : - increased release of wear paritcles due to 3rd body wear due to particles => possible: the device is not available for investigation, the condition is unknown. Therefore, this cause cannot be exlcuded - increased release of wear particles due to clamping and impingement => possible: no x-rays were received. The implant position of the device cannot be evaluated. Therefore, this cause cannot be exlcuded - increased release of wear particles due to scratches on articulated surface from surgeons => possible: the device is not available for investigation, the condition is unknown. Therefore, this cause cannot be exlcuded - increased release of wear particles due to dislocation, subluxation => not possible: no dislocation and/or subluxation expereinced by the patient reported. Therefore, this cause can be excluded. - foreign body reaction due to not suitable material => not possible: biocompatibiiity specification certifies the product biocompatibility of the device. Therefore, this cause can be excluded. Conclusion summary: neither x-rays, devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. New information received: reason for revision: pain, armd, elevated metal ions; during revision, fluid accumulation was noted. Associated products added in concomitant medical products. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient had a revision surgery approximately five years post implantation due to pain, armd and elevated metal ions. During revision, fluid accumulation was noted. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The actual device reported is not marketed in USA, but devices with similar characteristics (i.e msul head 28 12/14 sz s/-3.5) are marketed in USA, and therefore this report was filed. Note: this is a split case with zimmer inc., (B)(4) reference number (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a metasul ldh, head, 46, code l, taper 18/20 on the left side on (B)(6) 2010 and underwent revision on (B)(6) 2015 due to pain, metal reaction and fluid collection.